Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-45 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device follow-up visit the right ventricular (rv) lead showed no capture at maximum output. The physician is planning to discuss options with the family for plan of care. The rv lead remains in use. No patient complications have been reported as a result of this event.